Manufacturer narrative:
Pump was tested with fluid to replicate conditions. Pump worked as specified during every test it was exposed to. Complaint was unconfirmed.

Event description:
Information indicates pump was free flowing when turned off.